Event description:
Out patient interventional radiology procedure performed to remove ivc filter placed (B)(6) 2007. Under ultrasound guidance, goose neck loop snare placed through sheath onto jugular vein. Snare captured the islet of the filter; filter embedded in vessel wall, determined to be permanent. Attempted to release snare from islet of filter; would not release filter. Procedure aborted; surgeon consulted. Sheath with guidewire and filter left within vessel until the following day. Transferred pt to sister hospital (st. Anthony's central), where abdominal surgery was performed; sheath, guidewire and filter were removed. Pt has been subsequently discharged.